Manufacturer narrative:
A philips field service engineer was onsite and observed the issue when it occurred. Visual inspection and functional testing were conducted, and it was confirmed that there was no sound coming from the device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed the customer was provided a replacement device to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 2.4 ghz smart hopping device indicating that there was a speaker failure. The device was in use on patient at time of event, there was no adverse event reported.